Event description:
The customer stated that he received a high blood glucose reading when testing with his contour meter. While troubleshooting, he performed control tests and received a result of 205 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.